Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 58 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The inspection revealed multiple signs of abrasion along the lead body. In particular the insulation in the distal end region was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was extracted due to noise. Should additional information be received, this file will be updated.